Event description:
The complainant alleged during a training session performed by a zoll sales representative, the device displayed a "defib disabled" message. The complainant indicated that there was no patient involvement in the reported malfunction.